Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant, the right ventricular (rv) lead had increasing thresholds and impedances. The lead was explanted and replaced. During the replacement procedure, the new lead exhibited high threshold values on the implantable pulse generator (ipg). The implantable pulse generator (ipg) then was explanted and replaced. No patient complications have been reported as a result of this event.